Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call her daughter has been experiencing high blood glucose of 600's mg/dl the past couple of days. The customer's mother states have been treating high blood glucose levels with pump. The customer's mother does not give further details about high blood glucose levels. The customer's mother mentions customer had a no delivery alarm during class and found out cannula was bent. The pump will not return for analysis.